Event description:
Hamilton medical ag received a report describing multiple technical errors and one technical event during patient ventilation. The ventilator was reported stopped to ventilate during the event. No additional device was required. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Hamilton medical ags conclusion: it was reported that a ventilator experienced multiple technical errors during active patient ventilation. According to the clinical staff, the ventilator stopped to ventilate when the event occurred. No additional device and no health impact or consequences were reported. The event sequence confirmed that the main board was the most probable root cause. The main board was replaced by the maintenance team, all required checks were completed, and normal device operation was verified. The ventilator was returned to clinical service. No further information was received. The case is considered closed.